Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a resume pump alarm occurred; cause unknown. The customer's blood glucose level ranged from 300-500 mg/dl. Tandem customer technical support educated customer on meaning of alarm. Reportedly, customer continued to use the pump for insulin therapy.